Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the unit was turned in to failure analysis for (c-38 on erbe) the unit displayed error c-34 during startup. The complaint regarding the c-38 error was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical surgical representative (csr) called in to report that they were facing error c-38 during use of the monopolar instrument. Before calling, they already replaced instrument, cable and restarted the erbe generator without effect. The isi technical support engineer (tse) confirmed the error pointing to an internal problem of the erbe generator. The tse requested a second restart of the erbe generator with power removal without success. The tse requested to try the other monopolar port, but the error remained. The erbe generator will need to be replaced. Csr discussed with surgeon, and they will try to finish the case in the current situation. The procedure was completed as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: ports were placed right lateral for transversus abdominis resection (tar) procedure. The system functionality was checked upon powering on the system.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with the erbe generator, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the issue and replaced the vio integrated electro surgical generator unit (iesu). The system was tested and ready for use. Isi has received the vio iesu for evaluation. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.